Event description:
It was reported that shortly after the implant procedure, the left ventricular (lv) lead dislodged due to "excessive patient movement" post implant. During the revision, it was noted that the lv lead lobes became difficult to deploy/un-deploy and had been damaged as a result of the dislodgement and attempted repositioning. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead: (B)(6) 2013. 5076 implantable pacing lead: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood ingression on the tubing overlay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.